Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a blood glucose (bg) level that ranged from 423-424 mg/dl and moderate ketones. Prior to going to the ER, the customer drank water and delivered a bolus to address bg level. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER the following morning. A system check was performed by tandem technical support and determined that the pump functioned as intended.